Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses that both ruptured post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event. It was reported that only the left breast prosthesis ruptured. The right breast prosthesis was removed intact. Block b2 ¿is product problem¿ no longer applies to this report for patient¿s right breast prosthesis, nor does h6 medical device problem code a0412 ¿material rupture¿. Manufacturer¿s reference number: (B)(4).